Event description:
The customer obtained imprecise vitros trop I es results on a precision test while troubleshooting a quality control issue on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient results were questioned. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Field service investigated, made necessary repairs and adjustments to the reagent metering and well wash subsystems, returning the vitros eciq to expected operation. The root cause of this event is instrument related.